Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that since implant approximately four months ago, they have experienced pain at the shoulder and at the site of implant and felt "shocked" by the device. Patient suggested device moves inside them and creates a "bump." The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.